Event description:
It was reported that this patient contacted boston scientific technical services (ts) indicating that they observed a red call doctor (rcd) icon on their home communicator. Ts advised that the rcd icon indicates the communicator identified a potential change in their implantable cardioverter defibrillator (ICD) system. A subsequent review of device data indicates high out of range shock impedance measurements on this right ventricular (rv) lead. The high out of range shock impedance measurements were noted to range from 121 ohms approximately one and a half years ago to 146 ohms currently. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this patient contacted boston scientific technical services (ts) indicating that they observed a red call doctor (rcd) icon on their home communicator. Ts advised that the rcd icon indicates the communicator identified a potential change in their implantable cardioverter defibrillator (ICD) system. A subsequent review of device data indicates high out of range shock impedance measurements on this right ventricular (rv) lead. The high out of range shock impedance measurements were noted to range from 121 ohms approximately one and a half years ago to 146 ohms currently. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a physician subsequently contacted ts for a verbal report on a device data transmission that was sent for this patient. Ts reviewed the data and indicated there was a recent high out of range shock impedance measurement of 186 ohms on this rv lead. It was noted that the shock impedance measurement at the last in-office visit approximately six months ago was greater than 200 ohms. It was also noted that the shock impedance measurements fluctuate regularly. Ts faxed a transmission report to the physician. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this patient contacted boston scientific technical services (ts) indicating that they observed a red call doctor (rcd) icon on their home communicator. Ts advised that the rcd icon indicates the communicator identified a potential change in their implantable cardioverter defibrillator (ICD) system. A subsequent review of device data indicates high out of range shock impedance measurements on this right ventricular (rv) lead. The high out of range shock impedance measurements were noted to range from 121 ohms approximately one and a half years ago to 146 ohms currently. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a physician subsequently contacted ts for a verbal report on a device data transmission that was sent for this patient. Ts reviewed the data and indicated there was a recent high out of range shock impedance measurement of 186 ohms on this rv lead. It was noted that the shock impedance measurement at the last in-office visit approximately six months ago was greater than 200 ohms. It was also noted that the shock impedance measurements fluctuate regularly. Ts faxed a transmission report to the physician. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a boston scientific field representative was subsequently contacted by this patients following clinic indicting there was a high out of range rv lead shock impedance measurement and a corresponding code 1005 recorded by the implantable cardioverter defibrillator (ICD) device. A code 1005 is an open circuit condition detected during shock delivery. Ts discussed with the representative that the shock impedance has been high for the past year and lead up to the code 1005. Ts provided guidance that based on this, the rv lead should be replaced. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported.

Manufacturer narrative:
Information indicates this lead is currently in the possession of the explanting hospital. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient contacted boston scientific technical services (ts) indicating that they observed a red call doctor (rcd) icon on their home communicator. Ts advised that the rcd icon indicates the communicator identified a potential change in their implantable cardioverter defibrillator (ICD) system. A subsequent review of device data indicates high out of range shock impedance measurements on this right ventricular (rv) lead. The high out of range shock impedance measurements were noted to range from 121 ohms approximately one and a half years ago to 146 ohms currently. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a physician subsequently contacted ts for a verbal report on a device data transmission that was sent for this patient. Ts reviewed the data and indicated there was a recent high out of range shock impedance measurement of 186 ohms on this rv lead. It was noted that the shock impedance measurement at the last in-office visit approximately six months ago was greater than 200 ohms. It was also noted that the shock impedance measurements fluctuate regularly. Ts faxed a transmission report to the physician. The rv lead remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that a boston scientific field representative was subsequently contacted by this patients following clinic indicting there was a high out of range rv lead shock impedance measurement and a corresponding code 1005 recorded by the implantable cardioverter defibrillator (ICD) device. A code 1005 is an open circuit condition detected during shock delivery. Ts discussed with the representative that the shock impedance has been high for the past year and lead up to the code 1005. Ts provided guidance that based on this, the rv lead should be replaced. The rv lead remains in-service at this time. No patient symptoms or adverse patient effects were reported. Additional information was received that this rv lead was subsequently explanted and replaced. No additional adverse patient effects were reported.